Manufacturer narrative:
The tm glenoid cruciate keel was manufactured, inspected and packaged within established process specifications and was found to be compatible with the humeral head component that was implanted. The tm glenoid is not reported to have failed and remains implanted. The source of the patient¿s pain may be attributed to the avulsion fracture of the lessor tuberosity of the humerus that was noted at the 6 week follow-up visit; however, this could not be confirmed within the scope of this investigation. This investigation is considered closed at this time; however, should additional information be received, this report shall be updated.

Manufacturer narrative:
Investigation is in progress.

Event description:
During the 6 week follow-up visit there was an ae reported due to pain globally anteriorly right operative shoulder, the ae was marked as moderate pain and relation to the device was marked uncertain. During the same visit for 6 week the x-ray for the patient showed a lesser tuberosity avulsion.